Manufacturer narrative:
D10 concomitant products: egia45amt egia 45 artic med thick sulu, (lot # p4g1207); sig power sigphandle handle, (serial # unknown); sigpshell, sig power sigpshell control shell, (lot # unknown); sigadaptstnd, sig power sigadaptstnd linear adapter, (serial # unknown)" medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after sigmoid colectomy with the egia 45 artic med thick sulu, it was noticed that there was something yellow adhered in the intestinal tract. Based on the color, it was determined to be a fragment of the shipping wedge, and it was removed with forceps from the abdominal cavity. To confirm if it was the same shape, the egia 45 articulating reload was opened and checked, but there were no problems. There was no patient injury.

Manufacturer narrative:
Correction: d3, d4(UDI) additional info: g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was fully fired and the interlock was engaged. The jaw of the reload was open. Damage was found the shipping wedge. It was reported that the shipping wedge was broken. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if the shipping wedge pull tab is pulled in a lateral fashion towards the distal end of the sulu channel rather than away from the channel, or if the loading unit is clamped prior to removal of the yellow shipping wedge. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.